Event description:
It was reported by the patient that she was implanted with a prodisc-c at c5-c6 due to a car accident on (B)(6), 2008. A year later after implantation, she had begun to experience headaches. Gradually over the years, the patient has been experiencing sickness, immense pain throughout body, twitches, double vision, and motion impairments. She cannot sit up and walk or formulate sentences. She feels that her spinal cord is swollen. She has arthritis. She also has been seeing a neurologist. She is currently on a waitlist to see a surgeon at a nearby hospital for a consultation. The patient requested a follow-up regarding possible issues with the specific disc that was originally implanted. The implant has not been explanted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.